Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. There were no alerts stored in the memory and the battery status had not reached elective replacement indicator (eri). The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
At a later date, the s-ICD was explanted and returned for laboratory analysis. There were no additional allegations against the functionality of the s-ICD received.

Event description:
Boston scientific received information that this device presented with decreases in amplitudes which led to oversensing and the delivery of inappropriate shocks. No adverse pt effects were reported. A memory download was sent to boston scientific technical services (ts) for additional review. A ts consultant reviewed the data and discussed additional troubleshooting that could be performed to optimize sensing and prevent inappropriate therapy. The s-ICD remains implanted and in service. No adverse pt effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.